Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm. The patient was enrolled in clinical trial. Following the stent graft procedure the patient developed a retroperitoneal bleed and prolonged ileus which were medically treated. The patient was discharged from the hospital one week later. There is no further information available. No additional clinical sequelae were reported.